Manufacturer narrative:
Results: the benchmark was kinked approximately 2.5 and 9.5 cm from the hub. The strain relief was unraveled approximately 2.5 cm and a hole was present in the catheter shaft. The benchmark was ovalized approximately 93.0, 96.0, and 99.0 cm from the hub. During functional testing, a syringe was used to flush air through the benchmark and bubbles were observed coming from the kinked/hole underneath the strain relief. Conclusions: evaluation of the returned benchmark revealed that the catheter was kinked and leaking at the strain relief. If the benchmark is forcefully manipulated at extreme angles during use, damage such as a kink may occur. If the kinked device is further manipulated, damage such as a hole may occur. Further evaluation of the returned benchmark revealed that the catheter was ovalized. This damage was likely incidental to the reported complaint. Penumbra catheters are visually inspected during in-process and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician advanced the benchmark to the target vessel using a guidewire and a select catheter for access. Approximately one hour into the procedure using the benchmark and a non-penumbra microcatheter, the physician noticed a hole near the hub of the benchmark and it was leaking with saline; therefore, the benchmark was removed. The procedure was completed using another benchmark and the same microcatheter. There was no report of an adverse effect to the patient.